Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux full height 6 failed and was not sensing as closed. It was discovered that the latch inseparable magnet was missing a magnet. A field service engineer replaced the inseparable magnet. Function checks were performed, and the drawer was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the magnet fell out, the drawer failed and required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.